Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was prompting an error 1 message. Per the onetouch ultra2 user guide the error 1 message prompts when there is a problem with the meter. This complaint was classified based on the information obtained by the customer care advocate (cca). The patient reported that the alleged product issue began on (B)(6) 2012 at 9:30 a.m. The patient stated that she attempted to test her blood glucose with the subject meter and obtained an error 1 massage. The patient told the cca that because she was unable to test with the subject meter she attempted to use her backup onetouch ultra meter, however, it allegedly would not power on. The patient reported that she tests her blood glucose 2 to 3 times a day and manages her diabetes with diet and exercise. The patient mentioned that around 12 p.m. She began cutting back on her food due to the alleged issues with both of the meters. The patient claimed that on (B)(6) 2012 at 12:00 p.m. She became "sweaty" and developed a "headache," which she associated with low blood glucose. The patient said that she believed the symptoms developed due not being able to test her blood glucose as the result of the alleged issue with the subject meter and her backup meter. The patient informed the cca that the "headache" became worse during the evening but she was not sure how much to eat/drink because she did not know what her blood glucose was. During troubleshooting with lifescan (the day after the alleged issue) the patient was able to obtain a blood glucose result of "187mg/dl" with the onetouch ultra (back up meter). During troubleshooting the cca confirmed that the subject meter was not being used for the first time. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of hypoglycemia as a result of not being able to test her blood glucose due to the alleged issue. In addition, the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
On (B)(4) 2012 - device evaluation: the meter involved this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the returned meter failed testing. There was data corruption found with the subject meter. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.